Event description:
The pt received a scs system and on (B)(6) 2011, it was reported that the pt had stimulation but was brought in for surgery to replace a non-functioning lead. Diagnostic testing showed the lead was fractured and gave invalid results. The doctor replaced only one of the pt's leads, the other lead was repositioned. The explanted lead will not be returned and the lot and model number for the explanted lead is unk. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.